Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained rv oversensing events were observed. Review of strips revealed myopotential oversensing. Programming changes were made. The device remains implanted. Patient condition was good following the event.